Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out-of-range pace impedance measurements on the left ventricular (lv) lead, resulting in a lead safety switch (lss). In addition, phrenic nerve stimulation was reported. Technical services (ts) was contacted for reprogramming recommendations and the lead was subsequently optimized. No adverse patient effects were reported. This device system remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.